Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
While trialling a triathlon cs insert, insert trial cracked when surgeon went to remove trial.

Manufacturer narrative:
Corrected data: product not returned. An event regarding crack/fracture involving triathlon trial was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
While trialling a triathlon cs insert, insert trial cracked when surgeon went to remove trial.

Manufacturer narrative:
Additional information and corrected data: lot #, device manufacture date.

Event description:
While trialling a triathlon cs insert, insert trial cracked when surgeon went to remove trial.